Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - catsweb complaint (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3100 bipolar scissors would not open or close. A replacement kit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.